Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verio iq meter was not holding charge. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9 pm on (B)(6). The patient manages their diabetes with a combination of medication, including lantus and novolog. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "headaches and vomiting" the following day. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca confirmed that there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury and they did not receive any medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.